Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported e216 scope communication error and the observed no image issues could not be determined, however, the issues were likely the due a damaged or disconnected charged-coupled device unit due to stress of repetitive use, user handling/mishandling and or circuit board component failure. The event can be detected by following the instructions for use which state: chapter 3 preparation and inspection 3.8 inspection of the endoscopic system inspection of the endoscopic image ¿confirm that the endoscopic image is displayed normally in wli and nbi observation¿. ¿1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Establishment name: (B)(6) hospital, organization for promotion of regional medical function. The device was returned to olympus for inspection, and the customer's issue of ¿e216 (scope communication error)" was not confirmed. The following findings were noted during device evaluation: because electrical contact of video connector is shaved, the image is not displayed, scratches and chips found throughout the device, and due to damage on lock engagement lever, bending section cannot be fixed firmly. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the endoeye flex deflectable videoscope had an e216 occurrence. Upon inspection and evaluation, no image displayed, due to damage to the charged coupled device unit (ccd) was reported. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.